Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded episodes with both, far field and crosstalk after left ventricular and right ventricular events, some paced and some sensed. Tallest of signals on right atrial (ra) electrogram was the actual ra event. Furthermore, there was under sensing observed at the ra lead channel. The caller asked if there were any programming changes that could be made. It was discussed that they could raise the sensing floor. Also talked about how some of the amplitude measurements and variability in lead daily trends could be from the far field and crosstalk being measured. The crt-d remains in service at this time. No adverse patient effects were reported.